Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that after implant of a 2.5 x 15 mm rx xience v in the mid lcx, a distal edge dissection was noted. The lesion had not been pre-dilatated. A 2.5 x 12 mm rx xience v stent was also implanted and a mid left circumflex edge dissection was noted. The dissection were treated with percutaneous coronary intervention (ptci). No additional event or pt info is available.

Manufacturer narrative:
The second xience v (lot# unk) stent is being filed under the same manufacturer number. Dissection, as listed in the IFU, is a known adverse event associated with stenting and is not necessarily an indication of a product quality issue. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and device size selection. The IFU states "pre-dilate the lesion with a ptca catheter of appropriate length and diameters for the vessel/ lesion to be treated ...". Ptci may be a secondary effect of the dissection and it is possible that the dissections are a result of the direct stenting. A conclusive root cause cannot be determined.